Event description:
It was reported that the patient experienced high blood glucose after performing a rewind and supply change on the ilet pump without confirming insulin drops before reconnecting, resulting in delayed therapy delivery; a full infusion set and cartridge change was subsequently completed with guidance, and the device component involved was the tubing. Symptoms included hyperglycemia with a reported glucose of 412. Outcomes included no health consequences or lasting impact and a delay to treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure involving the tubing during the supply change. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.